Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted to treat rectocele 4th degree, stress incontinence and urethral hypermobility with concurrent urethrocystoscopy, rectocele repair with alloderm graft placement and perineorrhaphy. It was also reported that she experienced pain, erosion of her internal bodily tissue, urinary problems, dyspareunia and vaginal scarring following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures including mesh revision on (B)(6) 2004 due to chronic vaginal burning. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that patient underwent mesh revision/removal on (B)(6) 2003.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.